Event description:
It was reported that during an extraction procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during an extraction procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The technician was able to duplicate the reported event and noted that the driveshaft bearing was damaged.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.